Event description:
The user facility reported that the puncture was closed with an angio-seal and was discharged. The patient then complained of discoloration down leg, admitted to hospital and had an endovascular procedure to treat the pseudoaneurysm. Everything with the closure was normal, they used ultrasound and did a femoral run prior to deployment. The black compaction marker was seen. The neuro thrombectomy and therefore had a question if the antiplatelet therapy have been a factor. The patient has now recovered.

Manufacturer narrative:
A1: patient identifier: not available due to local data protection rules. A2: age or date of birth: not available due to local data protection rules. A3a: sex: not available due to local data protection rules. A3b: gender: n/a. A4: weight: not available due to local data protection rules. A5: ethnicity: not available due to local data protection rules. A6: race: not available due to local data protection rules. D6b: explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the vessel or tissue during the operation resulting in the formation of a pseudoaneurysm postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).